Event description:
It was reported that during a surgical procedure, upon bringing the handpiece into view and attempting to run the burr for the first time on the bone, the "handpiece exposure control motor failure" error appeared. The surgeon tried in [?]speed' mode which they did when they re-verified and homed the handpiece because the software took back to that phase of the workflow. The speed mode worked and they completed the limited amount of bone resection required for tka which then proceeded without further incident. Results of investigation have concluded that there was an overcurrent error that was caused by the siu, there was no problem found with the handpiece. The overcurrent failure is a problem in the siu that randomly causes handpiece disconnect errors, which makes it a reportable event.

Manufacturer narrative:
H10: the device, used during treatment, was returned for investigation along with the system log files. The evaluation of the log files found an over current error. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The handpiece was tested and found to be working without any issues, which confirms the issue in the siu. There was no serial number provided for DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was electrical component failure. No containment or corrective actions are recommended at this time.